Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to pacing impedance measurements out of range and within range on the right ventricular (rv) and left ventricular (lv) lead respectively. Technical services (ts) noted that this was a gradual rise observed since the generator was last changed. It was also noted that the patient is currently very ill and undergoing cancer treatment. Ts provided troubleshooting options to be performed in clinic, including assessment for noise and evaluation of the out of range measurements. Ts also provided reprogramming recommendations. This crt-p remains in service. No adverse patient effects were reported.